Event description:
It was reported that during a gastricectomy, clip "scissored" causing non-secure staple line. Another device was used to secure the staple line instead. There was no pt injury. A photograph of a scissored clip on pt tissue was included with the complaint.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip in the jaw. The jaw appeared to be in alignment, and the push fork and jaw clearance were acceptable. Upon evaluation, the six remaining clips were fired from the device. The clip that was in the jaw upon return was produced with proper pinch , but was scissored. The five other remaining clips were cycled, fed, and produced with proper pinch and alignment. After the last clip was fired the locking mechanism engaged as intended. The device history record was reviewed, and no discrepancies were noted.